Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received an ¿unable to proceed¿ message during fill tubing, consistent with a failure to infuse, and insulin delivery was paused until the patient removed all supplies, performed a dry run, then completed a supply change with new supplies and resumed insulin delivery; the device component implicated aligns with the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an insulation problem was identified, consistent with a failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.